Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring and locking mechanism was defective from the attorney of the family. The information received on (B)(6) 2021. Attorney reporter alleged that in (B)(6) 2017, insulin pump malfunctioned and failed to deliver the appropriate amount of insulin, causing them to suffer from hypoglycemia and to fall and hit their head, resulting in a laceration of head, which required emergency medical treatment. In or around (B)(6) 2019, insulin pump again malfunctioned and failed to deliver the appropriate amount of insulin, causing them to suffer from vomiting , abdominal pain, diabetic ketoacidosis, coronary artery disease, acute kidney injury, and metabolic encephalopathy, which required emergency medical treatment and hospitalization for six days. Medtronic minimed model 670g insulin pump over and under-delivered insulin, was replaced by defendants after (B)(6) 2019 hospitalization. They also had mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship in the aftermath from the malfunction events. The reservoir and the insulin pump will not be returned for analysis.